Event description:
Patient was s/p CABG, transferred from or table to litter for transport to ICU. When the crna tried to ventilate the patient difficulty was noticed. After three breaths, unable to ventilate. Patient blood pressure decreased. Patient transferred back to or table and stabilized. Patient then transferred to litter a second time, attempted to ventilate with resuscitation bag again, difficulty again, unable to ventilate, attempt to ventilate led to pneumothorax, decreased blood pressure and code status. Patient sucessfully resusitated and stabilized in or, chest tube placed. Resuscitation bag exchanged patient transferred to ICU. Respiratory care notified of problem by anesthesia. Examination of device revealed that after cleaning/sterilization by equipment technician, two of the duck-bill exhalation valves stuck together an d this went unnoticed during assemblydevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-sep-92. Service provided by: other. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: design - human factors, valve - exhalation. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service, user education provided. The device was not destroyed/disposed of.